Event description:
It was reported that the patient had been experiencing frequent, consistent low flow alarms. From imaging, the alarms were believed to be related to outflow graft stenosis/ obstruction. Computed tomography angiography and echocardiogram were performed; images would not be provided. There were no changes to patient condition or anticoagulation status that may have contributed. There were also no recent changes to pump parameters. Log files were sent for review. The event log file confirmed the reported low flow alarms on (B)(6) 2026. The estimated flow fluctuated below 2.5 lpm threshold. The estimated flows were averaging from 2.3 to 2.4 lpm and pulsatility index (pi) averaging from 2.8 to 3.4 during these events. There were no unusual rotor faults, or any other abnormal pump faults seen in the event log file. This type of pattern has been associated with the potential for an obstruction in the ventricular assist device (vad) circuit. Otherwise, there were no notable alarm conditions or parameter changes seen in log file. The site requested one system controller was changed to 2.0 software for the low flow alarms. A stent was placed in the outflow graft and resolved the thrombus event. There was no kink or twist, the event was intraluminal thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of intraluminal thrombus within the outflow graft was unable to be confirmed as the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no diagnostic images were submitted for evaluation. A specific cause for the reported event could not be conclusively determined. Review of the submitted log files confirmed intermittent low flow alarms on (B)(6) 2026; however, the alarms reportedly resolved with stenting of the outflow graft. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms captured. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.